Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # a9ee3a. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was returned inside the sterile packaging. Upon visual inspection of the packaging, it was observed that the blister was broken in one corner in the opposite side of the "peeling here" area. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9ee3a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
(B)(4). Date sent 6/17/2024. D4 batch # unk b3: only event year known: 2024 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: this is an analysis of one photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a portion of the packaging of the device and it can be seen the corner of the blister broken. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9ee3a, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown procedure that the sterile package of the cdh29p is broken, and the nurse is concerned with the condition of the circular stapler. The outer package is in good condition, only the sterile package is broken. It was not used in a case.no patient involvement,